Event description:
The customer reported a charge failure during opcheck. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported a charge failure during opcheck. No pt involvement was reported. The hospital biomed confirmed the failure. The philips response center staff recommended replacing the therapy pca or the high voltage capacitor. As of (B)(6) 2012 the customer has not called back regarding this device. Based on the customer's report we are considering this a malfunction. We cannot determine the cause from the available info.